Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user stopped using the ilet system after experiencing low blood glucose and blood fluctuations and sought a return for credit within the 90-day policy, with the event previously documented and the device no longer worn. Symptoms included hypoglycemia and hyperglycemia. Outcomes included consistent low and high blood glucose without hospitalization or emergency treatment reported. Customer care provided support that included case review with plans to coordinate with the healthcare provider and field team for return approval and follow-up. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or specific component failure has been identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.